Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Two tampons unraveled inside me- vagina [foreign body in reproductive tract]. Tampons unraveled [device breakage]. Case narrative: consumer reported via phone that two of the tampons have unraveled inside of her. No serious injury reported.